Event description:
While the device was in use as an arterial line, it was discovered to have been severed. The IV catheter is reported to have been in place in the pt's hand. The location of the severed portion was visualized under fluoroscopy, and the decision was made not to remove the severed portion. The severed tubing is reported to be in no danger of embolizing ("not moving"), and the pt is said to have adequate collateral circulation at the site. The sample was not forwarded to the MFR by the reporting facility.